Manufacturer narrative:
H6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed. Two test cases were successfully completed without errors, allowing point collection during free collection for both femur and tibia mapping. The patient's data was exported from the console, but the copying progress bar froze at 66%, followed by an error: "unable to copy to usb." When attempting to copy the data via terminal, another error appeared: "invalid or incomplete multibyte or wide character." Despite these issues, the patient database was successfully copied. While reviewing cases, the console shut down after 30 minutes, showing the blue man symbol. It was restarted and ran for 3 hours without shutting down. Both tensioners disconnect notification and checkpoint movement warning were confirmed through the logs and screenshot review. The tensioner disconnects may have occurred due to a loose connection, improper attachment to the cori system or a hardware issue. The checkpoint movement warnings were triggered because the user collected points that exceeded the acceptable threshold value of 1.50 mm. A visual inspection of the video provided was conducted and confirmed a grey bone was shown and was turning while the pointer tip was moving on the bone surface. A complaint history review was performed by part number, and no similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a loose connection, improper attachment to the cori system or an issue with an accessory device. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka; while doing tibia mapping, no points were collected by the system. A grey bone was shown and was turning while the pointer tip was moving on the bone surface. A this point, software showed also a disconnection of tensioner, as consequence, it had to be re-plugged; system was restarted two times, and a new case was created. At checkpoint collection before first bone removal screen system showed checkpoint movement of 900mm and 3000mm. Surgery was performed after a non-significant delay, using manual instrumentation. No patient complications were reported.